Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch basic meter is not working. The reporter claimed that the subject meter stopped working about a week prior to contacting lifescan. She also claimed that "the meter is old and has been dropped several times." During the week in question, after the reported issue, the patient allegedly received assistance from the emergency room where she was treated with IV glucose. The patient did not test on any other device and reportedly did not have any symptoms before, during, and after the reported issue begun. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, and the event leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the patient did not have the subject meter. Hence, the reported issue could not be identified and resolved. This complaint is being reported because the patient claimed she received treatment that can be suggestive of treating for hypoglycemia after the reported issue first occurred. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs products for evaluation, but has not yet received them. If the lfs products are returned, lifescan will evaluate them and, if the lfs products do not pass inspection, lifescan will inform FDA of the results in a supplemental report.